Manufacturer narrative:
Evaluation summary: although, the cause part could not be identified in detail. The corresponding part (ccd module) has been replaced. And the operation has been improved. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Noise was sometimes generated when the angle was applied. Since the above failure situation does not occur all the time, there is no health hazard to patients and medical staff. This event occurred at the time of before use.